Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 503, 160, 145, 150, 138 mg/dl. Tests were done within 10 minutes with a difference of 72%. Pt did not experience any adverse events.